Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with approximately 110-150 units of insulin, and remained static at 90 units for the past few days despite using the pump during basal and bolus therapy. The customer mentioned some air may have been injected into the cartridge during the load process on (B)(6) 2017. The customer's blood glucose (bg) level was 256 mg/dl, and was addressed with a correction bolus. Several hours later, the customer loaded a new cartridge successfully with 250 units and received an accurate fill estimate. Additionally, the customer reported bg level came back down to 206 mg/dl.